Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for magnetic resonance imaging(MRI), high ventricular rate episodes due to noise were noted on the device during MRI scanning. It was suspected that the noise occurred due to device not being programmed to the MRI settings. No intervention was performed because the device testing exhibited normal functioning after the MRI scan. The patient was stable.